Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the balloon ruptured both radially and longitudinally. The spring was observed to be stretched over the guidewire lumen and the balloon material was inverted over the nose cone. No balloon material was missing. Review of the patient 3mensio report indicated tortuosity present in the patient aorta and calcification present in the native annulus. Dimensional analysis of the balloon single wall thickness, measured along the edges of the balloon burst, was performed. All measurements met specification. No functional testing could be performed due to the nature of the event. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaint was confirmed base on the condition of the returned device. No manufacturing nonconformities were found in the returned sample. Review of dimensional and visual inspections revealed no indication of non-conformances. A detailed root cause analysis for similar returned complaints (burst balloon and subsequent retrieval difficulty) has been summarized in a technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event; and it details why balloons are subject to increased risk of burst in a calcified annulus. The burst occurred during balloon inflation to deploy the sapien 3 valve, placing the balloon in the annulus during the burst. Per complaint description ¿ruptured when the balloon was approximately 70% inflated¿. The presence of calcification can create a challenging anatomy for balloon inflation. Calcification in the annulus and leaflets were described as severe. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). A balloon burst would have created difficulty withdrawing the delivery system into the sheath. The altered balloon profile would have likely become caught on the tip of the sheath. Additionally, tortuosity in the patient¿s aorta could have led to noncoaxial retrieval of the delivery system into the sheath, making the delivery system susceptible to catching on the sheath tip and contributing to retrieval difficulty. The available information suggests in addition to the procedure itself, patient factors (severe valvular calcification, severe native leaflet calcification) likely contributed to the balloon burst during inflation and subsequent withdrawal difficulties. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, a transfemoral tavr procedure was proceeding as planned and a 29mm sapien 3 valve was correctly positioned for deployment. During deployment, the 29mm commander delivery system balloon ruptured when the balloon was approximately 70% inflated. The valve appeared to be ¿slightly¿ under deployed, but stable. The patient also remained hemodynamically stable. Difficulties were encountered during the attempt to withdraw the delivery system back into the esheath. The delivery system was not able to be pulled back into the sheath. The esheath was pulled back into the left common iliac artery. Vascular surgery was consulted, but were not able to remove the delivery system and sheath. It was determined that surgical intervention would be required to remove the devices. During this time, a second commander delivery system and esheath were prepared. The second esheath was inserted into the right femoral artery and the second delivery system was advanced through the sheath. During post dilation of the valve, the second delivery system balloon ruptured when the balloon was about 95% inflated. The delivery system was immediately pulled back into the sheath and removed without issue. Following post dilation, trivial paravalvular leak (pvl) was observed and the decision was made not to post dilate again. At this time, vascular surgery was performed to remove the initial delivery system and sheath from the left common iliac artery. Following the removal of the devices, the vessel was repaired. The patient was transferred to the cicu intubated and in stable condition. The patient was extubated on postoperative day (pod) 2. At the time of this report, the patient was doing well with no significant issues reported. The patient has been discharged to rehab. The valve remains implanted in the patient. The native annular diameter measured 23.3mm x 32.9mm by CT with a valve area of 578mm2. Severe valvular calcification, severe native leaflet calcification and severe sinotubular junction (stj) calcification was reported. The access vessel minimum luminal diameter (mld) measured 6.8mm x 8.6mm with moderate calcification and no tortuosity reported.